Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility by three (3) emails and one (1) call to obtain; patient treatment settings, patient information, patient photos, which were not provided by the user facility. An examination of the subject device by a lumenis certified engineer. The customer called in to complain that the vascular filter turn completed white. The engineer arrived on site and found the vascular filter was completely white. Then, he replaced the damaged vascular filter and performed a preventative maintenance. Finally, he checked all safety circuits for proper operation, all tested good. The system met lumenis specifications and was ready for use. According to user manual of m22 device, there is a safety precaution regarding the filters before treatment: "6.3.1.1 caution - it is very important to keep the filter clean at all times, otherwise it can harm the patient and cause damage to the module. Replace the filter if it is broken or if the coating is damaged (i.e., spots cover more than 15% of coating surface)." According to the user facility the treatment area wasn't related to the burnt filter as the customer stated: " after consulting with the treating esthetician, it has been determined that the affected area was not the treatment site." Furthermore, according to the photos lumenis received, the facility might have worked with a damaged tip which might have contributed to the excessive energy output during the treatment and as a result end up in burning patients. No clinical evaluation was done by lumenis as no incident forms were sent by the user facility. While the information received to date does not confirm that a serious injury occurred nor a malfunction, because of the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an 'abundance of caution'. Based on the information provided the most probable cause of the reported event is a user error, a failure on the part of the device operator to follow instructions/warnings described in the device user manual. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A user facility reported on several patients who sustained a burn of unknown severity to an unknown body part following ipl treatment with lumenis m22 laser. This complaint represents all patients as no incident forms were sent to lumenis.